Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system recorded a code 1004 due to a potential lead shorted condition. The device battery was also noted to have been completed depleted resulting in a recorded code 1007 for long charge times. Device data was sent to rhythmcare for review. Data review determined the patient received an inappropriate shock while riding their bike. X-rays were completed with indication that the right ventricular (rv) lead was fractured. The patient was hospitalized until the device was subsequently explanted and the lead surgically abandoned. The system was then replaced with a subcutaneous implantable cardioverter defibrillator (s-ICD) system. No additional adverse patient effects were reported.